Event description:
The customer reported that the system failed to properly perform roadmapping, subtraction and other critical vascular imaging modes during use. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was reformatted and software reloaded. The system was tested and found to be working as intended and returned to service.